Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified two juggerstitch products were returned. Sample 2 was also returned with the front-end assembly being warped. Sample 2 was cycled 1 time, but subcomponents could have shifted as a result of the warping. The sutures were returned outside of the needle, 2 blue sutures that remained attached. Unable to verify item and lot information as there was no packaging returned and the devices are not etched with item/lot information. While additional damages are seen from the returned products (warping, disassembly, and fractured handle), as the reported issue is related to anchor not deploying, that is the event being investigated. Additionally, due to the state in which the products were returned, further investigation cannot be completed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00645 d10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 66161722 e1: establishment name: (B)(6). G2: foreign: poland h3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was implanting the second anchor into the patient, the instrument failed to deploy the anchor and the instrument was removed from the patient. A second product was used and again, the instrument failed to deploy the second anchor and was removed. The surgeon used a third product and there was no malfunction. There was no foreign body retained by the patient due to the malfunction and no harm to the patient reported.